Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('da vinci robot procedure - removal done.') And bladder disorder ('bladder got nicked') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and caesarean section ("c section"), was found to have a pregnancy with contraceptive device ("one side never fully closed and ended up pregnant") and experienced bladder disorder (seriousness criterion medically significant) and complication of device removal ("complication during removal "). The patient was treated with surgery (da vinci robot procedure and repaired done.). Essure was removed. At the time of the report, the medical device removal, caesarean section, pregnancy with contraceptive device, bladder disorder and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered bladder disorder, caesarean section, complication of device removal, medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on an unknown date: coils were still in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: bladder got nicked. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('da vinci robot procedure - removal done.'), caesarean section ('c section') and bladder disorder ('bladder got nicked') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and caesarean section (seriousness criterion medically significant), experienced bladder disorder (seriousness criterion medically significant) and complication of device removal ("complication during removal") and was found to have a pregnancy with contraceptive device ("one side never fully closed and ended up pregnant"). The patient was treated with surgery (da vinci robot procedure and repaired done.). Essure was removed. At the time of the report, the medical device removal, caesarean section, bladder disorder, pregnancy with contraceptive device and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered bladder disorder, caesarean section, complication of device removal, medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: coils were still in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.